Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a laser assisted cataract procedure, the primary incision was made but was not easy to open. The surgeon exerted a bit of effort in order to open the incision. The incision was hard to seal after the procedure was completed. A bandage contact lens was used to close the incision but during a follow up visit the incision noted to be leaking. The surgeon used a suture to close the incision.

Manufacturer narrative:
Additional information provided. A company service engineer went on site and evaluated the system, which was tested and verified to meet specifications. No problems were found related to the reported event. Based on assessment, the product met specifications at the time of release. There was insufficient information that would clearly indicate that the laser contributed to the reported event. Also, surgical technique cannot be excluded as a contributing factor. With the information obtained, the root cause of this event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).